Manufacturer narrative:
Intuitive surgical inc. (Isi) has issued a return material authorization (RMA) to have the 8mm force bipolar instrument returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during a da vinci-assisted surgical procedure, the force bipolar instrument had a dislocated wrist. No fragment fell inside the patient. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found while the instrument was used during the procedure. The instrument was inspected prior to use with no damage observed. It was unknown if the jaw was stuck in a closed position, but the instrument was not grasping tissue. The instrument was removed safely along with the cannula. It was unknown if the instrument was in strong grip mode when the issue occurred. It was unknown if there was instrument collision. There was no injury to the patient.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken (if applicable). The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.